Event description:
A customer contacted baxter technical services(bts) regarding assistance with a high drain alarm at the end of therapy, which was on the homechoice (hc). The home patient (hp) stated she felt fine and did not feel at all overfilled during last night's therapy. The technical service representative(tsr) assisted the hp to review the therapy. The fill volume was set to 2000ml, last fill volume 2000ml, initial drain alarm to 1200ml. The hp stated that last night's therapy they had an initial drain volume of 1276ml, total fill volume of 7998ml, and total drain volume of 10654ml. The nurse was contacted on (B)(6) 2012. The nurse stated she was not aware of the event, but would follow up with the hp to resolve the issue. The nurse stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse stated the hp did not report any further issues and they were currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was not returned to baxter, therefore no evaluation can be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported issue of iipv was confirmed over the phone. The device passed both the hc return instrument test / evaluation (rite) electrical test and the rite functional test. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The assignable cause was undetermined.